Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 3 events for the failure: overheating of device. 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 3 devices: product disposition is not yet determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99388. Supplemental rationale. Corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status. 2 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components). 2 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition. 2 devices: archived by stryker. 1 device: product not received.

Event description:
No change.